Event description:
The reporter indicated that during a routine followup, initial itp (inquirey, telemetry and print) showed a pacing rate of 50 ppm and the end t-wave window at 475 msec. The final itp showed a pacing rate of 50 ppm, but end t-wave window of 550 msec. There had been no reprogramming. Reforms and pacing threshold had been done; selected "restore original" after threshold test.

Manufacturer narrative:
Will be corrected in future product application.